Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer allowed the pump battery to deplete fully. The customer was then unable to turn the pump back on. The pump was connected to a power source for a period of time; however, the pump remained off. There was no patient involvement, as the pump was not being used on the patient at the time of the event. Reportedly the customer has manual injections as alternate insulin therapy until the replacement pump is received.